Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observed insulin drips dripping out of the infusion set tubing. A supply change was performed to resolve the issue. Customer's blood glucose level was 138 mg/dl.